Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine follow up appointment, that this pacemaker device was found in safety mode. The physician advised that in (B)(6) 2023, the device estimated battery longevity was 1 year remaining. A new device was implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported during a routine follow up appointment, that this pacemaker device was found in safety mode. The physician advised that in (B)(6) 2023, the device estimated battery longevity was 1 year remaining. The device was subsequently explanted and a new device was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Although device interrogation could not be completed, it was confirmed that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.